Event description:
It was reported that an urgent shunt revision (#fx490t)) was required. The shunt appeared to be permeable following explantation, but required numerous outpatient adjustments. A blockage or a defective mechanism is suspected. The product will be sent to the manufacturer for analysis. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.